Event description:
Customer reported receiving readings that were higher than they felt. On the date of the event, they received a reading between 2-3:00 pm of hi. They had taken insulin two hours prior. They felt hot and was not feeling well and lost consciousness. Three to four hours later, neighbors found them and and they were taken to the hospital. Paramedics received readings of around 40 mg/dl. The emts provided unspecified shots to raise glucose levels. Customer was kept overnight at the hospital.